Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer called ascensia diabetes care to get help with her contour next ez meter. During the call, the customer ran control tests on her meter and obtained readings of 127 mg/dl and 126 mg/dl. While checking the memory of the meter, it was discovered that the readings were not automatically marked as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 9bv2g43 for evaluation. The returned meter was tested with the returned test strips and control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in the meter's memory.